Event description:
Pt underwent a hemiarthroplasty left hip. Routine postop x-ray revealed a free screw in the soft tissue near the lesser trochanter physician opted to leave screw intentionally retained.